Event description:
The customer reported that the ECG lead had an open wire and shield/ground connections. The sonographer verbally reported her recall of the incident in 2008. She did report that the device was about a month old and being used daily to perform ekgs. She completed a successful EKG using this cable on one patient and then moved onto the next. After connecting the patient, the EKG device would not show any signals. She removed and reapplied all body contacts. The EKG still did not show any signals. She was able to replace just the cable and after reconnecting the patient, a visible EKG was now registering. She verbally reported this to a hospital support contact who then took ownership of the cable and returned it to their supplier. The supplier then notified tyco electronics of the event. No record of patient information was kept regarding this event.

Manufacturer narrative:
The product has been received, and is in evaluation. A follow up will be provided.